Event description:
It was reported the patient presented to the emergency department after receiving an inappropriate therapy from the defibrillator. It was determined by remote transmission the patient had episodes of atrial fibrillation with rapid ventricular response resulting in inappropriate therapy. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).